Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin for treatment in connection with home dialysis. Shortly thereafter the pt began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. The pt passed away in 2007.

Manufacturer narrative:
Submit date: 8/3/2009. An investigation is currently underway; upon completion the results will be forwarded.